Event description:
The pad device was used on a patient in an event on the (B)(6) 2010 where a "low battery" message was issued with a pad-pak which had an expiry date of march 2011. The patient survived and it is assumed was transported to hospital after the event.

Manufacturer narrative:
The reported event was downloaded from the device memory. The download confirmed that the device correctly analysed and recommended a shock on two occasions during the event. A shock was delivered on both occasions and the patient's heart rhythm was converted to normal sinus rhythm. The device issued a "low battery" warning on both occasions after the shock was delivered. After each shock was delivered, the patient deteriorated back into ventricular fibrillation. The patient was in ventricular fibrillation when the electrode pads were detached and the device turned off by the user. Although the "low battery" warnings were issued, the device performed as expected and appropriate therapy was delivered. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labelled for a single use but the samaritan pad 300 and 300p devices are for multi use. In the case of this report, it is not known if this was the initial use of the device.